Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which led to a pump shutdown. The customer provided a blood glucose of 115 mg/dl. Tandem technical support instructed the customer to charge the pump completely and monitor the battery performance. Customer acknowledged. Upon follow up, the customer indicated that the issue was resolved. No additional information was provided.